Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had vibrates and little red light blinks and it shut off and the customer changed the battery but it did not come back on. The customer¿s blood glucose level was 5.2 mmol/l. The was assisted with troubleshooting. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. The customer removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed active current measurement, self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device failed sleep current measurement due to corroded electronic assemblies.